Manufacturer narrative:
An event regarding crack/fracture involving a triathlon tcg tibial insert trial #5 ¿ 9mm was reported. The event was confirmed. Method & results: device evaluation and results: . The triathlon tcg tibial insert trial broke from overload conditions. No material or manufacturing defects were observed during the examination. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the investigation concluded that crack/fracture of the triathlon tibial insert trial was caused by overload conditions. No further investigation for this event is possible at this time, if additional information become available, this investigation will be reopened.

Event description:
A 5x9mm trial insert broke into two pieces upon impaction by surgeon while trialing. Right knee.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
A 5x9mm trial insert broke into two pieces upon impaction by surgeon while trialing. Right knee.